Manufacturer narrative:
The tracker was returned to the manufacturer for analysis. The returned tracker was found to be in good condition with no apparent physical damage. With markers attached and fully seated, the tracker displayed good geometry and divot error readings with normal tracking. No failure was found with the returned tracker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was setting up for a clinical case (no patient present) they discovered that the tacker and a driver were both damaged. All instruments inserted in the tracker would get stuck and would be unable to spin. The driver was unable to lock in place in any driver. No patient was present at the time of the event.